Manufacturer narrative:
Follow-up #1 date of submission 04/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings:a review of the pump black box data revealed multiple cs 064 call service alarms on the event date. During testing, the pump emitted a duplicated cs 064 call service alarm when the load step was attempted. The pump case was removed, and the internal motor flex cable was not fully inserted into the motor flex connector. The motor flex cable was reinserted, and the call service alarm cleared. The pump was exercised successfully for 24 hours.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted call service alarm cs 064 during the load step twice. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.